Manufacturer narrative:
Product analysis: the reported issue of the test value not being accurate was verified during service. During pre-check the service technician found one display error message after the instrument had been working for several seconds and they also noted that the lift-arm was in the wrong position and was too dirty. The service technician found that there was a thick blood stain on the lever. The issues were resolved by cleaning and calibrating the lever. Post-repair testing was performed per specifications. Conclusion: after investigation the complaint is confirmed for the act plus instrument¿s reported test value not being accurate. The issue was verified during service when during pre-check the service technician found one display error message after the instrument had been working for several seconds and they also noted that the lift-arm was in the wrong position and was too dirty. The service technician found that there was a thick blood stain on the lever. The issues were resolved by cleaning and calibrating the lever. Testing was performed per specifications. No patient/clinical safety issues were reported. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, this act plus instrument's test value was not accurate. The instrument was replaced with a back-up to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that when the instrument was turned on, the number 1 was displayed, and the detected value was inaccurate during use. The customer stated that it took a while for each boot to work properly. Whether heparin was administered based on the inaccurate measurement was requested, but it was reported as asked but unknown.